Event description:
On (B)(6) 2016, a reporter for the patient (the patient¿s daughter) contacted lifescan (lfs) alleging that the patient obtained error 4 messages on his onetouch verioiq meter. The complaint was classified based on the customer care advocate (cca) documentation and additional information obtained following a review of the call. The reporter claimed that the patient started getting error 4 messages at the beginning of (B)(6) 2016. The patient manages his diabetes with insulin (no adjustments). The reporter denied that the patient had made any changes to his usual diabetes management routine after obtaining the messages. She claimed that on (B)(6) 2016, the patient developed symptoms of ¿lethargy, sweating profusely and passing out¿. She reported that the patient attempted to test his blood glucose levels and obtained an error 4 message. The reporter indicated that she gave her father juice to treat his symptoms and contacted the emergency medical services (ems). She reported that a blood glucose result of ¿94 mg/dl¿ was obtained on the ER/hospital meter at 10pm on (B)(6) 2016. No other treatment or medical intervention was provided. At the time of troubleshooting, the cca noted that the subject meter was not being used for the first time. The reporter described the correct testing steps and confirmed that the patient¿s test strips had been stored correctly and were within expiry date. The test strip completely drew in the sample. The cca walked the reporter through a retest but the issue remained unresolved. The patient¿s products were requested back for investigation and replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event, after the alleged product issue began.

Manufacturer narrative:
The lay user/patients meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. The test strips involved with this complaint failed testing. When test strips were tested with control solution, an error 4 was observed with no assignable cause found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.